Event description:
Boston scientific crm received information that during the implantation of this implantable cardioverter defibrillator (ICD), the device delivered three shocks but were not successful in converting the induced arrhythmia due to high defibrillation thresholds. The patient was converted to normal sinus rhythm with an external defibrillator. Another induction was performed and the device detected, charged, and the electrocardiogram showed that a shock was delivered. However, there was no movement from the patient and there was no evidence a shock was delivered on the external EKG. The episode was diverted and external defibrillation was again used to convert the induced arrhythmia. The device settings and connections were checked and found to be normal. No adverse patient effects were reported.

Manufacturer narrative:
This ICD was successfully replaced with a high energy device and will returned for laboratory analysis. No additional information is available. Once the device has been returned and analysis completed, this report will be updated.

Event description:
The ICD was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device memory was accessed and the stored episodes were then reviewed. It was confirmed that the device did deliver a shock during the second induced arrhythmia. However, the shock impedance measurement was above 125 ohms, indicating that there was an open lead condition. Therefore when the shock was delivered, the energy was not able to conduct down the coils due this open condition. This is most likely the reason why no patient movement was observed and the EKG did not display a shock. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis determined that the reason a shock was not delivered to the patient was most likely the result of an open lead condition which prevented the energy from conducting down the lead. This device met all specifications during testing.